Event description:
It was reported that balloon leak occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery(sfa). A non-bsc guide wire was selected and crossed the lesion. Predilation was done with a bsc balloon catheter and a non-bsc stent was deployed. A 5.0mmx150mmx150cm sterling¿ balloon was advanced for post dilation. However, upon first inflation at 5 atmospheres for 5 seconds, contrast agent leakage was confirmed under fluoroscopy. The device was completely removed and a part of the balloon was found to be cracked longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).